Event description:
It was reported that the right ventricular lead exhibited impedance variation with ¿two significant spikes¿ in pacing impedance exceeding the predefined alert threshold. The lead remains in use and continues to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.